Event description:
During the procedure, it was noticed that the hub of the cypher stent was leaking; therefore, another cypher device was used, however, it exhibited the same problem. The stents were no deployed. A competitors product was used to complete the procedure. There were no adverse consequences to the patient; however, the anomaly delayed the procedure. Both cypher products will be returned for analysis.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with manufacturing report number 9616099-2009-01151. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.